Event description:
Procedure completed successfully, but surgeon had to re-open closed trocar ports to retrieve broken pieces. X-ray was used to find 2 metal slivers, which were both retrieved successfully. After slivers were retrieved, ports were closed again and patient seems to be ok.